Event description:
Noise started to be intermittently visible on the rv intracardiac signal on (B)(6) 2023 and has increased in frequency. Noise was not reproducible through postural testing but it could be seen intermittently when patient was sitting still. Impedance and threshold have been constant and in range. Lead currently remains implanted and will be evaluated further. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2023 this lead was explanted (B)(6) 2023. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 this lead was explanted (B)(6) 2023. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded a slightly fluctuating shocking impedance between 50 ohms and 60 ohms with a short-term drop to 35 ohms in (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.